Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 600 mg/dl., which was treated with manual injections. Blood glucose level at the time of the call was 489 mg/dl. During troubleshooting, the caller reported seeing an air bubble in the reservoir, which was primed out. The insulin pump was not replaced or returned for analysis.